Event description:
It was reported that during device change out, high, out of range high voltage lead impedance was observed. A break in the lead was suspected. The lead was capped. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.